Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that ongoing occlusion alarm occurred. Subsequently, the customer went to the emergency room (ER) with a blood glucose (bg) displayed as "high" and a high ketone level. A specific bg value was not provided. The customer administered a correction injection of insulin prior to going to the ER in an attempt to treat bg. Customer changed pump supplies to address the issue. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg while in the ER. Customer was discharged 05/17/2024 with the issue resolved and no permanent damage.